Event description:
It was reported to philips that the system's uninterruptable power supply lost power, preventing the system from booting up. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) visited on-site and confirmed that the system was unable to boot up. Upon troubleshooting, the fse confirmed that the system could not power up, that incoming power was present, but there was no power to the internal uninterruptible power supply (ups). The fse evaluated the m-cabinet and power distribution unit and found a blown fuse on the ups power control board. The blown fuse was replaced; however, the issue persisted. The fse further confirmed that the ups controller and battery unit would need to be replaced. The fse provided a work around by performing a system internal bypass, and the 1-phase ups was bypassed and jumpered out of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.